Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen needle 31gx8mm experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: on (B)(6), the individual user bought a box of pen needle in the morning(7,0.25*8mm).when used the first pen needle to inject insulin, the needle was bent, then pulled it out, replaced a new one, but the second pen needle was broke in the body.the insulin syringes was nuohexing. The patient haven't been to the hospital yet.